Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after implant the right ventricular (rv) lead dislodged as the rv lead apparently pulled back/lost slack. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.